Manufacturer narrative:
The device intended to be used in treatment has been returned and evaluated, establishing a relationship between the reported event. A visual inspection reported no defects and was received intact. The functional assessment confirmed that the device had failed as reported, the handset primed, however it leaked at the connection crimp and the device had a weak stream at the output nozzle. Due to the crimp not being sufficient on this occasion, this has disrupted the water flow causing the device to fail. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported event, which are monitored, however this investigation is now complete.

Event description:
It was reported that when priming hand piece, the hand piece fell apart and leaked water out of hand-piece. Unable to be used. They opened a new one. No patient harm reported.